Event description:
The patient presented with high impedance and it was noted that the lead looked broken per chest x-ray. X-rays have not been reviewed by the manufacturer to date. The patient's lead was replaced due to the high impedance, and the generator was replaced prophylactically. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.